Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulties charging the pump resulting in a pump shutdown. Once the pump was able to successfully charge, the pump battery gauge was not correctly decreasing in charge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.